Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with damaged gears on the channel a pump head module. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is known.

Manufacturer narrative:
Evaluation summary: during product evaluation, defective gears on the channel a pump head module was observed. Failure code 812:02 which occurred during testing confirms the defective gears. This failure code is manifested as a result of the gears being defective on he pump head module. The pump head module was replaced and the device was tested by the repair technician.